Manufacturer narrative:
Based on the claim against the product by the customer noting potential fragment, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The mcs instrument was analyzed and found the reported failure was able to be replicated. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have a broken tube extension at the distal end; however, no pieces were missing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, customer reported they could not remove a monopolar curved scissor (mcs) from arm4. The instrument was detached from the instrument carriage, but the mcs tip cover was caught in the cannula. Surgeon removed the arm, with instrument and cannula attached, from the patient. The surgeon was able to successfully detach the instrument. The procedure was completed as planned with no reported injury, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter indicated the mcs was inspected prior to usage with no damage noted. There were no pins sticking out. There were no reports of grip/jaws would not open or close. The instrument was removed from the arm using the release button. The port incisions were not increased in order to remove the instrument and cannula together. The mcs accessory did not break into the cannula. The surgeon stated the instrument felt like it was not operating properly. The mcs tip accessory appeared installed correctly during the procedure. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used to attempt to remove the instrument from the arm, but it did not correct the issue. There was no electrolube or any other lubricant applied to the mcs instrument prior to the mcs tip cover accessory. There was no reported reducer was used. There was no difficulty removing the instrument and mcs tip cover accessory. The instrument wrist was straightened upon removal. The surgical staff noticed there were exposed wires on the instrument after the removal. The procedure was completed as planned robotically. There were no fragments reported to fall inside of the patient. There was no report of the instrument collided with any other instrument or tool during the procedure. There were no recordings or images available for isi review.